Event description:
It was reported that a user new to the ilet experienced hypoglycemia, treated with oral carbohydrates including chocolate, glucose tablets, and juice, after a larger-than-usual meal announcement; glucose rose from 54 mg/dl to 247 mg/dl, and troubleshooting and education on avoiding overtreatment and confirming with a glucometer if needed were provided. Symptoms included low blood glucose without loss of consciousness or other sequelae. Outcomes included temporary disruption of glucose control without hospitalization or medical intervention. Investigation included user interview and troubleshooting. Investigation of this case revealed no device malfunction identified and user-related factors were implicated given recent initiation and meal behaviors. It was concluded that the event was consistent with user management of hypoglycemia and that device performance was not shown to be at fault. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.